Manufacturer narrative:
An event of patient death was reported. The device was tested on the bench analysis was normal and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to cardiac arrest. The patient was taken to the emergency room from nursing home. It was noted that the patient was unresponsive, resuscitation was performed but it was unsuccessful. The patient expired on (B)(6) 2017. No further information is available at this time.